Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of years ago from the date the manufacturer was made aware. Explant date: couple of years ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(4), batch: 136459/139110.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. No further information has been obtained despite good faith efforts.